Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. The customer took no actions to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.